Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated sodium result on a dimension vista 1500 system. Siemens hsc has reviewed the information provided by the customer and the instrument data. No errors were observed in the data file. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and assays were performing acceptably. A potential product issue has not been identified. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
Sa discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista 1500 system. The result was reported to the physician(s). The same sample was reprocessed on the same instrument and a lower result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated sodium result.